Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported finding a fluid leak from the cassette area following a completed treatment. Additional details about the leak were not available from the patient. During follow up the patient's nurse reported the patient did not have an adverse event related to the leak. The patient was not prescribed any antibiotics. The cassette was discarded.